Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, no physical or mechanical damages were observed on any of the components. The unit was then disengaged, with the cannula successfully retracting and locking as intended. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of safety shield activation failure. Investigation conclusion: as the investigation did not result in any evidence to support manufacturing related processes for the reported issue, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd nexiva single port safety device malfunctioned as ¿they tried to deploy the safety and it didn't engage¿ there was no report of injury or medical intervention needed.